Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg. The customer reverted to an alternate method of insulin therapy.